Event description:
During an atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. The patient was intubated and prepped when the tactisys disconnected. The tactisys had been able to boot up and pass the self-test, but connection with the ensite system was unable to be established. The procedure was cancelled.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. The reported event was able to be duplicated during evaluation. Based on the information and investigation provided to abbott, the reported event was confirmed, and the root cause was isolated to the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.